Event description:
It was reported that a phoenix catheter was used in a therapeutic peripheral procedure. During removal, the catheter got stuck on a non-philips guidewire, and both were removed as a system. The procedure was completed with the phoenix catheter. No patient injury reported. This product problem is being submitted because the phoenix catheter and a non-philips guidewire were removed as a system. There is potential for harm if it were to recur.

Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Block h3: the phoenix catheter was returned intact to a non-philips guidewire. Visual inspection of the catheter found no unusual characteristics of the device. Visual inspection of the guidewire found a slightly stretched distal tip and a kink at the proximal end of the wire. During functional testing, the catheter was unable to be separated from the guidewire. Block h6: the probable cause of the reported failure (removal as a system) could not be established since the catheter could not be removed from the guidewire to determine the cause. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.